Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of noise and crosstalk on the atrial channel. X-ray was performed. Noise was not reproducible with isometrics. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that varying ventricular capture thresholds and rv pacing lead impedance were noted. Possible lead issue was discussed and lead revision was suggested. Recommended programming changes were made.